Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1 : (B)(6).

Event description:
It was that the cs300 intra-aortic balloon pump (iabp) had a helium leak.

Event description:
It was that the cs300 intra-aortic balloon pump (iabp) had a helium leak, no patient harm injury reported.

Manufacturer narrative:
Updated fields: b4, b5, e3, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions, health effect), h11. Corrected field: occupation. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that there was an observed leak in iab circuit in the fault log. No issue was observed. The unit passed all functional and safety testers per factory specifications, returned to customer.